Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during incoming inspection at the distributor, the pacemaker/ICD implantation/removal registration form was missing. Preliminary analysis revealed that the root cause of the missing implant registration form is most probably a human error during the final packaging process.

Event description:
Reportedly, during incoming inspection at the distributor, the pacemaker/ICD implantation/removal registration form was missing. Preliminary analysis revealed that the root cause of the missing implant registration form is most probably a human error during the final packaging process.